Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that: "baseplate came loose, physician replaced baseplate and put in a less constrained 11mm cs insert."